Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) and correction boluses were delivered to address the bg level. The customer stated that he was new to the pump and the pump settings were still being adjusted.